Event description:
During delivery of unit, the service center rep rode the unit up a ramp and flipped backwards. The rep struck the rep's head. The rep was treated and released from the local ER for sutures.